Event description:
As reported in the (B)(6) study from the affiliate, a patient was diagnosed with a clot during the index intervention and experienced hear loss two weeks post index. The patient had medical history of no previous sah, no previous endovascular or surgery treatment from another aneurysm, no diabetes, no hypertension, no hyperlipidemia, and no smoking. The patient was admitted with an acute ruptured aneurysm in the left anterior cerebral artery (sac height 5.0mm, sac width 5.30mm and neck 3.5mm), discovered following symptoms related to sah. At baseline the mrs was unknown. During the index procedure 6 coils were implanted in the aneurysm. Coil trufill galaxy: 640cf0510 - galaxy complex fill 05mmx10cm(lot#), coil trufill galaxy: 640cf0410- galaxy complex fill 04mmx10cm(lot# ), coil trufill galaxy: 640cx0308 - galaxy complex xstrasoft 3mmx8cm(lot#), coil trufill galaxy: 640cf0306 - galaxy complex fill 03mmx06cm(lot# ), coil trufill galaxy: 640cf0202 - galaxy helical xtrasoft 02mmx04cm(lot#), and coil trufill galaxy: 640hx0204- galaxy complex fill 05mmx10cm(lot# ). It was reported that the patient was diagnosed with a clot during the intervention. At the end of the procedure occurrence of a clot extending on left pericallosal artery but the clot was not obstructive. That had led to an anticoagulation treatment during 48 hours. Adverse event resolved without sequelae on (B)(6)-2012. Approximately two weeks post, the patient experienced left hear loss. It has been noted that the patient is being monitored in order to decide to go with implantation or not of hearing aids. No additional information is available.

Manufacturer narrative:
This report contains information for follwoing coil which is associated with reported adverse event: coil trufill galaxy: 640cf0202 - galaxy helical xtrasoft 02mmx04cm(lot#). Complaint conclusion: it was reported via the (B)(6) study that during treatment of an acutely ruptured left anterior cerebral artery aneurysm with placement of six orbit galaxy coils (640cf0510, 640cf0410, 640cf0306, 640hx0204, 640cf0202, 640cx0308) that a clot developed during the intervention. The patient is now asymptomatic with a modified rankin scale (mrs) score of 1 thirty days after the intervention. Prior to this admission, the patient had no medical history of other sah, no previous endovascular or surgery treatment from another aneurysm, no diabetes, no hypertension, no hyperlipidemia, and no smoking. The baseline mrs is unknown. The aneurysm sac height was 5.0mm, width 5.30mm with a 3.5mm neck. No further information is available regarding the timing of the clot as related to the use & implantation of the devices. There is no sterile lot number information available thus no DHR could be performed. The coils remain implanted. Based on the available information a definitive conclusion cannot be made regarding the root cause of the event or the relationship to the devices. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. With review of the available information, there is no report of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time. This is one of three reports associated with reported adverse event for total six coils in which associated manufacturer report numbers are 1226348-2013-10049, 1226348-2013-10050, and 1226348-2013-10051.

Manufacturer narrative:
Addendum & correction: additional information received from the site indicated that total number of coils deployed during the index procedure was 8 instead of 6 coils. No additional information has been provided. This report contains information for following one coil which is associated with reported adverse event: one coil trufill galaxy: lot# 15531321 catalog# 640hx0204 - galaxy helical xtrasoft 2mmx4cm. The DHR is anticipated to be completed but hasn¿t been completed yet thus additional information will be submitted within 30 days of receipt. This is one of three reports associated with reported adverse event for total eight coils in which associated manufacturer report numbers are 1226348-2013-10049, 1226348-2013-10050, and 1226348-2013-10051.

Manufacturer narrative:
It was reported via the truline study that during treatment of an acutely ruptured left anterior cerebral artery aneurysm with placement of orbit galaxy coils a clot developed during the intervention. The patient is now asymptomatic with a modified rankin scale (mrs) score of 1 thirty days after the intervention. The following coils (product code/lot) were implanted: 640cf0501/15426144, 640cf0410/15545202, 640cf15576018, 640cf0306/13500498, 640hx0204/15531321, 640cf0202/13500303 x2, 640cf0202/13500312. Prior to this admission, the patient had no medical history of other sah, no previous endovascular or surgery treatment from another aneurysm, no diabetes, no hypertension, no hyperlipidemia, and no smoking. The baseline mrs is unknown. The aneurysm sac height was 5.0mm, width 5.30mm with a 3.5mm neck. No further information is available regarding the timing of the clot as related to the use & implantation of the devices. At the end of the procedure occurrence of a clot extending on left pericallosal artery but the clot was not obstructive. That had led to an anticoagulation treatment during 48 hours. Adverse event resolved without sequelae on (B)(6) 2012. Approximately two weeks post, the patient experienced left hear loss. It has been noted that the patient is being monitored in order to decide to go with implantation or not of hearing aids. The reported adverse event was resolved without sequelae two days post procedure. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The coils remain implanted. Based on the available information a definitive conclusion cannot be made regarding the root cause of the event or the relationship to the devices. Pharmacological and clinical factors including this patient¿s pre-procedure presentation with a ruptured aneurysm may have contributed to the event. There have been studies showing evidence for a generalized strong activation of the coagulation and fibrinolytic system in patients with subarachnoid hemorrhage. With review of the available information, there is no report of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time. This is one of three reports associated with reported adverse event for total eight coils in which associated manufacturer report numbers are 1226348-2013-10049, 1226348-2013-10050, and 1226348-2013-10051.